Manufacturer narrative:
Upon investigation of the actual device used in this incident it was found that the station's power supply was failed. A field service engineer replaced the power supply to resolve. The system functioned as intended.

Event description:
It was reported by customer that pyxis medbank system produced a loud noise and smelt smoking. During device inspection a field service engineer found no evidence of thermal damage and confirmed that the station was not located in patient care area and not nearly situated with flammable substances. There were no adverse events or injuries reported based on this event.

Event description:
It was reported by customer that pyxis medbank system produced a loud noise and smelt smoking. During device inspection a field service engineer found no evidence of thermal damage and confirmed that the station was not located in patient care area and not nearly situated with flammable substances. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from (B)(6) 2021 to (B)(6) 2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system produced a loud noise and smelt of smoke. A field service engineer found no evidence of thermal damage and confirmed that the station was not located in patient care area or situated with flammable substances, also analyzed that the station's power supply had failed. And replaced the power supply to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.